Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel shift was incorrect (the charged-coupled device was broken), and noise image (the video cable was broken). A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: the pixel shift was incorrect, likely due to a broken charge-coupled device. The noise image was caused by a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had shadow on the image during inspection for use. There were no reports of patient harm.